Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the spinning load wheel was unable to use and need to reboot. A field service engineer (fse) completed the reimage of the station by reimaging it with an imaged hard drive, and the process was completed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es spinning loading wheel failed. The device was no longer accessible through remote support service (rss) and shown as offline. The customer performed a hard reboot, however, the device continued to display a spinning loading screen, attempted to restart without launching the application, and remained unusable. Additionally stated that, this was the only pyxis device in the area. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.